Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss off prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 03/02/2018 with the following findings: review of the black box data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint. Unrelated to the original complaint, the display screen was noted to be dim/discolored and the battery compartment was noted to be cracked during the investigation.